Event description:
A baxter technician found a system error (se) 2240 while reviewing the event logs of a returned homechoice device.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 found in review of the homechoice event log could not be confirmed as there was not enough data to identify an assignable cause. The lot number is unknown therefore a batch review was not performed. The root cause investigation is in progress through (B)(4).